Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth malfunction. No intervention was reported. There were no patient consequences.